Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2017 with the following findings:.no damage or peeling to the keypad. The ok button was over responsive, the remainder of the keypad button demonstrated normal response. Removed the keypad with no evidence of contamination under the button contacts. Ok button contact was noted to be cracked. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.